Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose levels of over 600 mg/dl and was in diabetic ketoacidosis. The suspected cause was unknown. The customer administered manual injections and delivered correction boluses via the pump. A system check was performed with tandem technical support and no issues were identified with the pump or supplies however the customer declined to remove the site.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose levels of over 600 mg/dl. The customer had not tested for ketones but reportedly was believed to be in diabetic ketoacidosis. The suspected cause was unknown. The customer administered manual injections and delivered correction boluses via the pump. A system check was performed with tandem technical support and no issues were identified with the pump or supplies however the customer declined to remove the site.